Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe had poor aspiration before vitrectomy surgery. The surgery was completed after replacement of product. There was no patient harm.

Manufacturer narrative:
Two opened probes were received, with tip protectors, in a pouches, for the report. The samples were visually inspected and found to be conforming. The samples were then functionally tested for actuation and aspiration. The samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Both photos show a pouch label with same product and lot number as reported. The returned samples were found to be conforming, therefore aspiration failure as described in the complaint was not confirmed on both samples returned and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).